Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was discolored / abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: "one of our warehouse associates brought this forward a box of 367983. He noticed the ¿bubble¿ like stains on the inside of the tubes and was unsure if this was normal or okay to ship."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was discolored / abnormal additive form. The following information was provided by the initial reporter: translated to english. The customer stated: "one of our warehouse associates brought this forward a box of 367983. He noticed the ¿bubble¿ like stains on the inside of the tubes and was unsure if this was normal or okay to ship."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and it showed the clotting agent which is sprayed into the tube. The coating/additive appeared normal, no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.